Event description:
It was reported that loss of capture and sensing was observed on the right atrial (ra) lead. Fluoroscopic imaging was performed and ra lead dislodgement was confirmed. No allegation of malfunction was made against the ra lead. The ra lead was repositioned to resolve the event and the patient was in stable condition.